Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6) . The consumer stated during removal a u by kotex sleek regular tampon came apart and pieces remained inside. This occurred with 2 tampons.